Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that, following the intraocular lens (iol) implant procedure, the iol has been explanted in a secondary procedure with unknown issues. Additional information has been requested however no further information received.

Manufacturer narrative:
Additional information has been provided in a2., a3.a., b3., b5., b6., b7., e1., h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient had prior lasik. Information was provided that the company (1.50cyl), 22.0 diopter (extended 1.5 diopters of focus) lens was replaced with a monofocal company (1.30cyl), 21.0 diopter lens. The patient's issues resolved with the exchange. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated, the patient experienced poor quality vision and subjective visual disturbance, which were impacting activities of daily living. One week post operation, the patient complains of strained vision in the distance more noticeable if eyes are dry. Continued corticosteroid and nonsteroidal anti-inflammatory drug as directed. Two weeks post operation, the patient complains of strained and blurry vision while driving. The patient states no improvement in strain with artificial tears. The patient had myopic shift, and continued prednisolone and ketorolac as directed. Refraction m (unspecified) for driving (temporary). Discussed possible lasik enhancement in future. Ten weeks post operation, the patient complains of difficulty with distance vision and intermediate vision. The patient thinks possible slight improvement with distance since having punctal plugs and using artificial tears. On (B)(6) 2024 the patient referred for evaluation of lasic/ photorefractive keratectomy (prk), post cataract surgery the patient complains of blurred vision in distance and near. The patient had posterior capsular opacification (pco). The patient was not satisfied with vision after surgery. Ha had myopic outcome. On (B)(6) 2025 discussed risks, benefits, and alternatives of prk. Explained bcva was still around 20/30. Discussed alternative was iol exchange would be an option with left eye for distance vision. On (B)(6) 2025 the patient had iol exchange. The patient symptoms were resolved status post iol exchange. There are two medical device reports associated with this patient. This report is associated with the left eye.